Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no drips were seen while the customer was fill tubing. Reportedly, when the customer held the pump/cartridge upside down, insulin started to come out of the tubing and needle. The customer disconnected the luer lock connection and noted that no drips were seen out of the end of the luer lock. The customer was not sure where the leak was exactly. The customer's blood glucose level was not impacted. Reportedly, the customer changed the infusion set tubing while using the same cartridge and the issue did not reoccur.